Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center (ccc) that falsely depressed total human chorionic gonadotropin (thcg) results were obtained on a patient sample on an advia centaur cp analyzer. Quality control (qc) was within range prior running the patient samples. The siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument, aligned the sample probe to the incubation ring, and replaced the sample probe syringe. Then, the cse performed a precision study for two different qc samples. Further, the cse replaced the sample diluter pump and ran three separate qc samples, which recovered as expected. Siemens further evaluated the event and concluded that the issue with sample probe potentially contributed to the reported event. The instrument was performing within specifications. No further evaluation of this device is required.

Event description:
The customer reported that falsely depressed total human chorionic gonadotropin (thcg) results were obtained on a patient sample on an advia centaur cp analyzer. The first auto diluted result was reported to the physician(s), who questioned the result. The sample was repeated thrice on the original analyzer, similar results were obtained and considered erroneous. The sample was repeated on an alternate advia centaur cp analyzer. The repeat result obtained was higher and reported as correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed thcg results.